Event description:
On (B)(6) 2012 the reporter contacted animas to report an issue with the pump's insulin delivery. There was no report of patient injury associated with this issue. The patient was not available at the time of the call to customer support, therefore no troubleshooting could be performed. The issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.